Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) sheath exhibited detached valve after dilator was removed. Initially no blood was expelled from back of sheath, so valve was manually put back in place. Once ipg delivery system was introduced a moderate amount of blood leaked from the sheath. The ipg was deployed successfully so removal was expedited, and sheath removed. No patient complications have been reported as a result of this event.